Event description:
It was reported that the patient's level of consciousness decreased on (B)(6) 2025. The patient was rushed to the hospital by ambulance and was intubated due to weak spontaneous breathing and was admitted to the coronary care unit (ccu). It was indicated the patient suffered neurological dysfunction or neuropathy greater than 24 hours. The patient also experienced hypoxic encephalopathy at this time. The whole brain was affected. This resulted in stroke/coma. The heartmate 3 (hm3) did not appear to have changed significantly since the patient arrived at the hospital, and there were no low flow alarms noted. On (B)(6) 2025, the patient experienced a continuous ventricular arrhythmia requiring defibration or cardioversion, which was considered to be not device related as it was due to the patient's underlying disease. The cause of the hypoxic encephalopathy was due to arrhythmia due to aggravation of the underlying disease, thus the event was not considered device related. The hospital provided conservative treatment until the patient passed away on (B)(6) 2025 due to ventricular tachycardia, ventricular fibrillation, and hypoxic encephalopathy. The finding of hypoxic encephalopathy was confirmed via head computed tomography (CT). The device operated as expected. However, the device could not be completely ruled as potentially having contributed to the patient's outcome.

Manufacturer narrative:
Additional codes health effect - clinical codes: 1729 - atrial fibrillation. 4426 - unspecified nervous system problem. 1983 - neuropathy. 2417 - coma. 2095 - tachycardia. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 while the patient was admitted the patient passed away due to hypoxic encephalopathy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's level of consciousness decreased on (B)(6) 2025. The patient was rushed to the hospital by ambulance, and was intubated due to weak spontaneous breathing and was admitted to the coronary care unit (ccu). The heatmate 3 (hm3) did not appear to have changed significantly since the patient arrived at the hospital, and there was no low flow alarms noted. The patient had previously been experiencing difficulty controlling ventricular tachycardia and ventricular fibrillation (manufacturer report number: 2916596-2025-01344). Log file review was requested which revealed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted log files and system controller log files retrieved from the returned system controller were reviewed. The system appeared to be operating as intended at the set speed during support. Heartmate 3 lvas support was discontinued at the end of the retrieved system controller log files, and the system controller was turned off. There were no notable alarms active in the log files during support. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation as no autopsy was requested. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related), respiratory failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction and arrhythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been experiencing difficulty controlling ventricular tachycardia and ventricular fibrillation; however, this was later indicated to be a different event the patient's previous arrhythmia on (B)(6) 2024 (manufacturer report number: 2916596-2025-01344). Log file review was requested which revealed no unusual events. The hospital provided conservative treatment until the patient passed away on (B)(6) 2025 while the patient was admitted the patient passed away due to hypoxic encephalopathy. The finding of hypoxic encephalopathy was confirmed via head computed tomography (CT). The device operated as expected. However, the device could not be completely ruled as potentially having contributed to the patient's outcome.